Manufacturer narrative:
Updated fields: b4, d4(UDI, exp date), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: h6(component codes). No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Event description:
It was reported that the transray plus 35cc had automatic filling error issue while device was in use. Repeatedly started and stopped the device for a while, but the balloon remained less than half-opened. Taking the patient's health into consideration, replaced the device with one of the same type and size, which pumped normally and allowed us to complete the procedure without any issues. Patient was involved but no harm or injury was reported.

Manufacturer narrative:
Due to the character limit in the e1 section, the full event site name is (B)(6). Due to the character limit in the e1 section, the full event site address is (B)(6). A supplemental report will be submitted upon completion of our investigation the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d1 (lot #).